Event description:
Ous MDR - it was reported that 3 days post implantation, a lead revision took place due to elevated pacing impedance values. During the revision procedure, all measurements were reported to be in range. As the impedance values increased again after the revision procedure, it was decided to replace the complete system. Lead and pacemaker were returned to biotronik for analysis.

Manufacturer narrative:
The pacemaker and the lead were returned for analysis. The pacemaker underwent a thorough analysis. The device proved to be without defects during the analysis. It was within specifications both in regard to the connection system and to the electronics. During the following inspection of the lead, deformations of the outer conductor helix were found after removal of the lead fixation sleeve, which were caused by a tightly bound ligature. In addition, the inner conductor helix was kinked between tip electrode and ring electrode, which most likely is a result of mechanical force impact during the explantation process.no anomalies were detected that could have led to the observations mentioned in the complaint text. The manufacturing process of both devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. There were no indications of a material defect or manufacturing error.analysis results of the pacemaker : during the pacemaker analysis, the implant underwent a status interrogation, and the memory content was analyzed. The clinical observation could be confirmed. There was an atrial lead nonconformance in the device memory, documented for the first time on 29 august 2017 at 2:30 p.m., both bipolar and unipolar. In a next step, the pacemaker was inspected visually, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliable. The drill hole dimensions were all within the dimensions specified by the standard.the pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. In the further course of the analysis, the lead impedance measurement function was checked on different load resistances. The measurement showed behavior according to specification.analysis results of the lead: during the visual inspection of the lead, the lead fixation sleeve was found 12.5 cm distal of the is-1 connector pin, where it was attached to the lead body with a ligature thread. After removal of the lead fixation sleeve, a radial constriction of the lead body could be seen with deformation of the outer conductor helix at that place. In addition, the inner conductor helix was kinked between tip electrode and ring electrode. Despite this deformation, a mandrin could be inserted completely into the lead in the course of the mechanical analysis. The fixation mechanics were checked and did not show any anomalies.during the electrical analysis, all values were also within specifications.